Manufacturer narrative:
The boston scientific sales representative who was present at the implant procedure stated he could not confirm if the lead had sustained a fracture. The device was implanted and successfully interfaced to the replacement lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during this implant procedure, there was noise and pacing impedance measurements greater than 3000 ohms on the atrial channel. An ingevity lead was attempted as the atrial lead; however, a fracture was suspected due to the clinical observations. No adverse patient effects were reported.